Manufacturer narrative:
Findings: the customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated the pump might be exposed to sweat. Customer stated the pump was against skin. Customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that pump will need to be replaced.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated the pump might be exposed to sweat. Customer stated the pump was against skin. Customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that pump will need to be replaced.